Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to inquire about a voluntary recall letter. Advised that it was regarding the potential to deliver insulin through accidental button pushing in relation to the scroll warp feature. The customer requested to exchange his insulin pump for one with the updated scroll wrap software. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.